Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using an unknown delivery system. During procedure, the cable came disconnect from disc too prematurely. The lobe was deployed, but cable was unattached from the disc, before the disc was fully deployed in the laa. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of premature separation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer steerable delivery sheath. During procedure, the cable came disconnect from disc too prematurely. The lobe was deployed, but cable was unattached from the disc, before the disc was fully deployed in the laa. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.